Event description:
It was reported that the patient presented to the hospital due to experiencing twitching. Reviewing the x-ray revealed that the lead had become dislodged. The lead was repositioned successfully. The patients condition post procedure was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).